Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that, 1 year and 6 months after the dental implant was installed in intraoral region #28, its loss of osseointegration was observed. Ten ncm of primary stability was achieved and the implant was installed without immediately load. The patient presented bone type ii and bone graft was executed.